Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still considered closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and inflammation. Infection was suspected, but never confirmed. There was no mention of pseudotumor as previously alleged.

Manufacturer narrative:
Incorrect closing summary sent with previous report. Correct closing summary is as follows: depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised to address pain.examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the product and lot code combinations. Per procedure, these devices are exempt from DHR review. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2008 - dor: (B)(6) 2014 (right hip).